Event description:
The customer reported the systems hard drive was deleting cine images faster than usual and resulted in a loss of data. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.